Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue of the instrument not holding clips. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. However, the clip applier instrument failed the clip test. The clips were installed into the grip tips without issue, but failed three out of six times. Additionally, the instrument was found to have a loose grip cable that was not reported by the site, but was related to the reported issue. The instrument grip cable was loose at the distal end, which likely caused the instrument to fail the clip test. The distal idler pulley spun freely and was not damaged. Fa removed the instrument housing and found no damages. Fa concluded the root cause of the loose grip cable was attributed to a component failure. A review of the site's complaint history does not show any other complaints related to this product. No image or procedure was provided for review. A review of the instrument log for the large clip applier instrument associated with this event has been performed. Per logs, the large clip applier instrument was last used on (B)(6) 2021 on system (B)(4). The instrument had 75 uses remaining. The endowrist large clip applier is intended to be used with the da vinci system for the application of large weck hem-o-lok polymer locking ligation clips for ligation of vessels and tissue bundles ranging in size from 513 mm in diameter. Based on the additional information obtained from failure analysis investigations, this complaint is a reportable malfunction due to the following conclusion: failure analysis confirmed a failed clip test with the finding of a loose grip cable with no evidence of user mishandling or misuse. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier was not holding clips. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple attempts to obtain additional information. However, no further details have been received as of the date of this report.